Event description:
The manufacturer received information alleging a ventilator was alarming for a battery depleted condition. There was no harm or injury reported. The device was returned to the manufacturer and failed to charge and failed to run on ac power. The device's battery connector will be replaced to address the issue.